Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies and insulin were changed. Customer's blood glucose was 439 mg/dl and reportedly customer experienced chest pain. Customer was admitted to the hospital. Customer did not clarify if chest pain was related to the elevated bg. Intravenous insulin was administered. Elevated bg resolved. At the time of the report, customer had not yet been discharged. As tandem technical support (cts) was not contacted at the time of the event, a cause of the occlusions could not be determined. Although multiple attempts were made by cts to obtain customer's discharge date and additional information, no reply was received.